Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the programmer locked up with an error message when doing a sensing test. When ran the test again, got same error. Also reported the programmer screen looked different with icon placement. No patient complications were reported as a result of this event.